Event description:
Due to an unsatifactory fit and seal between the inner/outer cannulae, pt has experienced leakage and ventilator fluctuations. This occurred with three (3) size 8fen, low pressure cuffed tracheostomy tubes less than twenty-four hours after insertion. Pt's condition and device usage requires frequent unlocking/locking, removal/insertion of the inner cannula for cleaning, suctioning (25 to 35 times a day) and other treatments that include use of various respiratory connectors and adaptors. It was also reported that the devices are cleaned in full strength h2o2, which is contraindicated on the device labeled instructions for use. Pt has been sent the tracheostomy tube adult home care guide and video to review.